Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made. A review of the mfg record for batch 7438969 shows that the device met its material, assembly and product specs at the time of its release to distribution.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 99% stenotic lesion was located in the calcified mid left anterior descending artery (lad). The maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The procedure was completed with another device, and no pt complications were reported. Pt status was reported as 'good'.